Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review could not be conducted as the device lot number was not reported for this investigation. Case details were reviewed. Lower-positioned access was gained utilizing ultrasound guidance with a micropuncture kit. Low-positioned access may impede the collagen plug capability due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. Following the evar, an 18f manta was deployed to the measured depth. The guidewire was removed following deployment, and the access site began bleeding. Attempts were made to cease the bleeding but were unsuccessful and the physician chose to intervene surgically. The manta device was explanted, the vessel repaired, and sutured for closure. The physician mentioned during the cut-down, the manta anchor was seen malpositioned and the anchor could not fully adhere to the vessel wall due to the presence of plaque. The patient did not experience any harm, injury, or health consequences from this event, and the outcome post-procedure was fine. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention likely contributed to user error due to poor patient selection since the vessel was calcified. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "after evar procedure physician deployed 18f manta. It appeared to close appropriately and when the wire was removed the access site started to bleed. Steps were taken trying to stop the bleeding, nothing worked. Physician cut down to close vessel. Physician mentioned an area of plaque that was unseen. The physician made reference to the footplate being malpositioned due to some plaque, the footplate could not fully adhere to the anterior vessel wall" the patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "after evar procedure physician deployed 18f manta. It appeared to close appropriately and when the wire was removed the access site started to bleed. Steps were taken trying to stop the bleeding, nothing worked. Physician cut down to close vessel. Physician mentioned an area of plaque that was unseen. The physician made reference to the footplate being malpositioned due to some plaque, the footplate could not fully adhere to the anterior vessel wall" the patient was reported as fine post the procedure.